Event description:
As reported, during placement of a catheter, the micro-puncture sheath fractured into 2 pieces. The distal portion (approximately 3cm) was missing when the sheath was removed. The patient was sent to the ER, however imaging did not reveal any fragment. Lab personnel event looked at the floor area near where the sheath had been removed in case a fragment had dropped on the floor, but did not find anything. The patient was discharged from the hospital. The used sheath has been returned to navilyst medical.

Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item # h965457501 in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The may 2015 (B)(4) complaint report was reviewed for the mini-stick product family and the failure mode "sheath broken/migrated." No adverse trends were identified. Returned for examination was a 4f sheath hub with approx 1/2" of sheath tubing attached. The sheath hub had a male-to-female device (of unk origin) attached. This sample was forwarded to (B)(4), for eval. Their review indicated that under magnification, the sample was not fractured, as reported by the end user but rather tore at the location approx 1.5 t o 2.0 cm below the molded hub joint. The tear appeared to have initiated from a nick or slice in the tubing (consistent with a cut that would be created by a procedural scalpel). Two add'l slices were found proximal to the location of the failure. They also appear to have been caused by a sharp edge such as a scalpel. The most likely root cause of the failure is handling damage by the end user. (B)(4) review of their device history records found no evidence of a defect or processing occurrence which could have contributed to the tensile failure. (B)(4) incoming inspection process controls for this device include a visual aql inspection for the following:verify items are free of foreign matter, film, or loose particles; verify dilator tips are free of damage; verify the items have no flash greater than 0.010"; verify there are no pinch marks on dilator hub shaft greater than 0.007" above shaft diameter; verify that the transition between dilator and sheath is smooth with no visible gaps or rough edges; verify the tubing ID inside hub does not have any flash that may obstruct the ID (for both dilator and sheath); verify the sheath/dilator items are supplied, assembled as shown on drawing and are aligned on a straight axis (some curvature is acceptable, as long as there are no kinks in the tubing); verify the correct french size is molded on hub as per drawing. In addition to the visual inspections, various dimensional inspections are required as well as tensile test of the dilator, sheath. (B)(4).

Manufacturer narrative:
Received for evaluation was a 4f sheath hub with approximately 1/2" of sheath tubing attached. As this device is a purchased component for navilyst medical, the sample has been forwarded to our supplier, (B)(4), along with a supplier corrective action request (scar). Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).